Event description:
It was reported that during implant procedure, the pulse generator exhibited a connector anomaly. The physician had difficulty inserting the lead into the header. A new lead was used and the physician was able to insert the lead into the header. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.